Manufacturer narrative:
Unit passed sleep currents and active currents, self, displacement, rewind, basic occlusion, occlusion, prime, force system sensor and excessive no delivery tests. Unexpected pump error alarmed during boot up due to software error. Intermittent pump error alarmed during self test, problem isolated to keypad assembly. Unit received with scratched casing, minor scratches on lcd window,scratches on display window cover, pillowing keypad overlay and cracked select button on keypad overlay. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that the insulin pump is damaged. Customer's blood glucose was unknown at the time of incident but they indicated that they were high and went to the hospital. Troubleshooting found that the customer dropped the pump and it is shattered. The customer was advised that the device would be replaced and agreed to return the product for analysis. No further details given.